Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump was knocked over and the touch screen became shattered and unresponsive. Customer¿s blood glucose was between 100 and 250 mg/dl. Reportedly, customer reverted to manual injections for insulin therapy.